Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. Customer had blood glucose level of 170 mg/dl. Customer was treated with insulin pen. Customer stated that they were not using auto mode feature. Customer declined to check air bubbles and leak. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer declined to test insulin pump. The insulin pump will not be returned for analysis.